Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat rectocele and enterocele concurrently with a bilateral salpingo-oophorectomy and an abdominal sacral colpopexy. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 and (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 05/18/2016. It was reported that following insertion the patient experienced atrophy of vagina and urinary urgency. It was reported that patient underwent mesh revision on (B)(6) 2008 by dr. (B)(6) due to mesh erosion and pain. It was reported that patient underwent transanal rectocele repair on (B)(6) 2012 by dr. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07527. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).